Event description:
A patient underwent an anterior spinal fusion at th10 to l5. A cage was placed at l2/l3. Although it was confirmed that the cage was located posteriorly between the vertebral bodies, the physician judged it as non-problematic. The surgery was completed without any measures taken such as cage removal or re-positioning. However, CT examination performed on an unknown postoperative date revealed the cage back-out into the spinal canal. Additional surgery was scheduled at a later date to remove it. It was unknown whether the patient had neurological symptoms or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither device nor images were returned.